Event description:
It was reported that the customer was in a biking accident and as a result the touch screen became shattered and unresponsive. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to an alternate form of insulin therapy.